Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized after a ventricular fibrillation (vf) event: the patient's cardiac resynchronization therapy defibrillator (crt-d) delivered seven ineffective shocks. The arrhythmia was terminated with external defibrillation. The crt-d system was implanted with a right atrial (ra) and rv lead only as a left ventricular (lv) lead could not successfully be placed. Data was sent to technical services (ts) for evaluation of possible lead impairment. Ts confirmed there is no indications for lead impairment as there was normal detection and impedances at shock delivery. However, as all shocks were ineffective and lead dislodgement was suspected by the field/clinic, lead replacement and relocation for better shock vector will be discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.